Event description:
Bovie in the ent pack defective - coag not working. There was a normal bovie pencil in pack - not smoke evak - ent plastic pack from medline - lot# (10) 19hbe944. FDA safety report ID# (B)(4).